Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to a local hospital with coke colored urine and lactate dehydrogenase (ldh) level of 1500. The ldh level increased so the patient was transported to the implanting center where he continued to have coke colored urine and ldh level of 2800. The patient was placed on heparin and integrilin gtts. Ramping echo showed that with increased speeds aortic valve (ao) did not open and the pi did decrease slightly. Additional information was received six days later confirming that the patient's urine had started to clear, ldh was trending down and patient continued on heparin and integrilin gtts. Patient was discharged from the hospital on (B)(6) 2013 on asa, coumadin, and plavix.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.